Event description:
According to the reporter, eight days following a complete cytoreduction of interval in the metastatic ovary, the patient had a pre- and intraoperative computer tomography scan, and it was confirmed that the patient has a partial abdominal wall dehiscence and anastomotic leakage on the anterior aspect of the stapled colo-colonic side-to-side anastomosis with a defect of 1.5 cm. Additional surgery was performed. There was no issue with firing or with the staple line during the initial surgery.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: gia80xts stapler gia80xts black exthk tristp - (lot#n3j2307uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, seven days following a surgery, there was an anastomotic leak on the anterior aspect of the stapled colo-colonic side-to-side anastomosis with a defect of 1.5 cm. Additional surgery was performed.